Manufacturer narrative:
(B)(4). Other (81): the intraocular lens (iol) is not available for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens was explanted from the patient left eye due to residual astigmatism post cataract surgery and the distance vision was reduced. The lens was replaced with another lens of same model. There was no other medical intervention that was performed. The visual acuity pre-op (pre-initial implant) was bcva 20/50. The post-op visual acuities after the initial implant with the original lens was 20/40-2 and after the explant and replacement with new lens was 20/30-1. No other treatment or prescription was given by the doctor outside of normal post-operative treatment. The patient was doing fine when discharged. No other information is available.